Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The total number of inflation and to what atms is unknown. The 90% stenotic lesion was located in the calcified and tortuous left anterior descending (lad) coronary artery. The balloon was being used for predilation. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Patient status is reported as "good".